Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On 10/21/2024: tt 9:10am est. Pts assistant called in stating that pt's sensor session had ended in the middle of the night. (Pt using dexcom g7). Pt put on a new sensor/is in warm up mode with 20 minutes left, but pt is getting an alert to connect cgm or enter bg (dosing stopped). Assistant stated that pt had just eaten breakfast and announced a meal. I educated that if the ilet is reading "dosing stopped" the meal might not have gone through. I walked assistant through history of meals, and the breakfast had indeed not gone through. I had pt do a finger stick and enter manual bg. Pts ilet now stated "dosing will stop in 6hrs". Pt had just eaten 15 minutes prior, so I had pt enter breakfast: delivered successfully. Pt states that he is feeling fine and will monitor bg levels. I will call to fu with pt in an hour. __________________________ high bg questionnaire: 1. Were your bg levels affected by this issue (yes/no)? A.yes 2. What was your highest bg level during this event? A.526mg/dl 3. How long were your bg levels high (above 180mg/dl)? A.over 4 hours 4. Did the device give alerts for above 300mg/dl for over 90 minutes? A.no because cgm was not connected to tell what bg was. 5. Did you use any back-up therapy to correct your high bg levels? A.no 6. Did you do any ketone testing? If so, did you follow your ketone action plan? A.no 7. Have you had any recent steroid injections? A.no 8. Did you receive any professional medical intervention for this event? A.no 9. Did you need assistance for this event that you couldn¿t provide for yourself (clarify if help given was needed or offered out of kindness)? A.no 10. Any immediate health effects experienced during this event (e.g., loss of consciousness, dizziness, dka etc.)? A.no pt feels fine. ___________________ on 10/21/2024: 12:27pm est called to fu with pt and assistant. Pts bg levels are now 220mg/dl with a downward trending arrow. Pt will monitor bgs and know to call back into cc if further assistance is needed.